Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic/pain: pelvic/abdominal'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia),'), genital haemorrhage ('general abnormal bleed/bleeding: general abnormal bleeding'), fatigue ('fatigue.') And abdominal pain ('abdominal pain/pain: pelvic/abdominal') in an adult female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included folliculitis. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain, fatigue, menorrhagia, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psych injury/psychological or psychiatric problems condition: depression"), anxiety ("psych injury/psychological or psychiatric problems condition: mental anguish/anxiety"), migraine ("migraines / headaches") and nausea ("nausea,"). On an unknown date, the patient experienced genital haemorrhage, abdominal pain, dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, fatigue, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine, nausea, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Physical examination - on (B)(6) 2019: folliculitis is present on the vulva. Iud strings visible at external os. Pregnancy test - on (B)(6) 2019: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event "genital bleeding" was downgraded to non-serious incident. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleed/ bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. 740666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain, pelvic/ pain: pelvic/ abdominal"), fatigue ("fatigue."), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), anxiety ("psych injury/ psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches") and nausea ("nausea,"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain/ pain: pelvic/ abdominal"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, fatigue, menorrhagia, vaginal haemorrhage, depression, anxiety, migraine and nausea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received. Event: device monitoring procedure not performed added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.